Event description:
It was reported a perforation and tilt occurred. On (B)(6) 1996, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of the abdomen revealed approximately 4 degrees dorsal tilt involving apex of inferior vena cava (ivc) filter. Two anterior lower struts appear to perforate approximately 3mm beyond anterior margin of ivc filter. There also appeared to be a perforation of another two antero-lateral struts including one of approximately 4mm. The ivc filter is located at level of renal veins.

Event description:
It was reported a perforation and tilt occurred. On (B)(6) 1996, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of the abdomen revealed approximately 4 degrees dorsal tilt involving apex of inferior vena cava (ivc) filter. Two anterior lower struts appear to perforate approximately 3mm beyond anterior margin of ivc filter. There also appeared to be a perforation of another two antero-lateral struts including one of approximately 4mm. The ivc filter is located at level of renal veins.